Event description:
This notification was opened for review for information received that a the left/right control buttons and the left/down control buttons are very sensitive on a trilogy o2 ventilator. It was also alleged the power button did not respond unless firmly pressed. The ventilator was returned to the manufacturer service center where evaluation confirmed by operational checking that the left/down control buttons reacted as if pressed twice when pressed only once. Evaluation confirmed that the power button reacted as usual and the reported issue for the power button was not duplicated. The front panel/keypad light emitting diode printed circuit board assembly was replaced to resolve the issue of the left/down control button function. Repair test was performed, and it was confirmed the device operated properly after repair.